Manufacturer narrative:
The serial number was corrected. Please refer to the attached analysis report.

Event description:
It was reported that the subject programmer installed with smartview 2.44 version was locked on the startup screen, with an initializing message displayed. The subject programmer will be returned for repair.

Event description:
It was reported that the subject programmer installed with smartview 2.44 version was locked on the startup screen, with an initializing message displayed. The subject programmer will be returned for repair.